Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that while the patient was on impella 5.5 support the automated impella controller (aic) turned off and then back on while in use. The aic was replaced and no reported patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. H3 has been updated to device eval completed. H6 type of investigation code 10 added.

Manufacturer narrative:
The product was returned for analysis. After 9 hours since the pump was started, console recorded "process imcgui no heartbeat" a couple of times. Then, there was a "watchdog partial reset," which made the aic restart automatically. After restart, immediately after the pump starts, the console shutdown unexpectedly. Then the console was restarted in 18 seconds. This confirms the reported failure mode. This console was tested after arriving in fs. The reported failure mode could not be reproduced naturally upon running the pump. No problem was found with the flash cards. There was no log evidence to confirm the a/c power issues. The unexpected reboot was misreported as 'aic - a/c power issues.' The root cause for the unexpected reboot was 'imcgui' process crashing, but the failure was not reproduced, so the cause of the 'imcgui' crash was not determined.